Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The patient was an inpatient and was taken to the or for driveline cleaning and service. The driveline was serviced and cleaned and is still implanted. Information for use (IFU) states about electrical faults -a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the system motor, driveline and connector or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the system pump will be running on a single stator and will consume slightly more power. The IFU also provides instructions and surgical technique to avoid contamination of the driveline. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The devices (B)(4) were not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the controller met all requirements for release. However, pictures sent by the field service engineer confirm the presence of a foreign material in the driveline connector port of the controller. The reported electrical faults were also confirmed via review of the controller log files, which revealed multiple electrical fault alarms on the date of the reported event. The confirmed malfunction is related to the reported event. Heartware has initiated an internal investigation to further evaluate this issue. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event, as investigated in the associated CAPA, is an ingress of contaminates onto the driveline connector pins. The clinical process and subsequent handling of the driveline may have allowed external contaminates to enter the driveline connector. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6), that a recent lvad implanted patient had electrical faults. This patient was still hospitalized following lvad implant on (B)(6) 2015; the patient was taken to the operating room for driveline cleaning. Patient outcome is noted to be that the patient tolerated 3 pump stops "very well without being hemodynamically compromised". According to the service repair form, the patient experienced intermittent electrical faults, driveline cleaning was recommended by the clinical engineer. No additional information was provided.